Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event, patient and device information. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8661214 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the drg. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken at an unknown time wherein the entire system was explanted to address the issue.